Event description:
The facility reported a fail code 810:04 on channel c, which occurred during biomed testing. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.